Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Insulin pump received with broken belt clip rails. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the emergency medical services was dispatched for low blood glucose on (B)(6) 2018. Blood glucose reading was 40 mg/dl at the time of incident. The customer was not hospitalized. The customer was driving prior to the low blood glucose incident. Customer was treated with intravenous fluids. The customer also reported physical damage to the insulin pump. The customer reported having a high blood glucose of 411 mg/dl, which was treated with a bolus delivery. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.